Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an abiomed biomedical engineer noted that an automated impella controller was not recognizing catheters. There was no report or indication of harm to a patient as a result of the event.

Manufacturer narrative:
Data analysis: the reported complaint was performed on 07/07/2025. In the case start wizard at step three, the pump connection was most likely not recognized, or the white catheter plug was not completely inserted into the aic, so after 20 seconds, epm was reset automatically. Following the epm reset, the pump connection still was not recognized, confirming the reported failure mode. The case start wizard was then restarted, and at the same step, the pump connection again was not recognized. Finally, the aic automatically shut down due to no user interaction. Device analysis: the console (B)(4) was tested after arriving in fs. The reported issue was not reproduced; the console successfully detected the pump and purge cassette, as well as the purge disc. Furthermore, the console was tested with a known good purge cassette and pump, and no other issues were observed. Root cause: the root cause of the aic not recognizing the pump was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. H3: added information regarding the investigation status. H6: added codes per the results of the investigation h10: added the results of the investigation